Event description:
It was reported by the customer, the uretero-reno fiberscope presented image issues. No patient harm reported. During the evaluation of the device, it was noted there was foreign material on the objective lens due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of foreign material on the objective lens due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was an image problem due to invasion of moisture into the objective lens. Additional issues were found. The distal end had a defective thread, and the eyepiece unit cover glass coating was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested event was presumed to have been due to the user's handling or reprocessing. However, the cause of this handling/reprocessing issue could not be further determined. The following descriptions are included in the instructions for use (IFU) (operation manual). The suggested event was detectable before procedure. "3.3 inspection of the endoscope_inspection of the endoscope 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." The following descriptions are included in IFU (reprocessing manual). The suggested event was preventable before procedure. 5.3 precleaning the endoscope_warning "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. 5.5 manually cleaning the endoscope_clean the external surfaces_clean the external surfaces of the insertion section 1 straighten the bending section by use of endoscope¿s up/down angulation control lever. 2 while immersing the entire endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. 3 take the insertion section out of the detergent solution. 4 confirm that no debris remains on all its external surfaces, particularly the objective lens on the distal end. 5 if any debris remains, repeat step 2 through 4 until no debris is observed. 6 when all debris is removed, put back the insertion section in the detergent solution." Olympus will continue to monitor field performance for this device.